Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 503mg/dl at the time of the incident. The customer reported that set was changed and everything was working fine. Customer ate lunch and sugar went up to about 400mg/dl. The customer reported that set was changed again and blood glucose went to 596mg/dl. He managed to get it down with a manual injection. Patient's current blood glucose was 285 mg/ dl. The customer did not have any symptoms related to high blood glucose. High pressure test was not performed as customer was not having tubing clamp. . The customer will continue his backup plan. Tubing clamp will be sent. Customer will call back to run a high pressure test. The insulin pump will not be returned for analysis.